Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and moderate calcification. The 2.5 x 18 mm mini vision stent delivery system (sds) was advanced to the lesion without issue; however, while torquing the sds, the proximal shaft broke outside the patient. The sds was easily removed and a new sds was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.